Event description:
AED message 'analysis interrupted' during use. Second AED deployed with same pads and provided same message. (B) (4)

Manufacturer narrative:
Device internal memory reviewed. (Actual device was not returned). Conclusion - inability to analyze due to artifact. Source of artifact unk. Device labeling provides info re artifact & appropriate corrective action during use. This report is being filed as it cannot be definitively stated that device did not contribute to event.